Manufacturer narrative:
Additional information h3, h6 and h10: a service history review revealed that the device has been serviced within the last 12 months for the same reported problem. Evaluation determined during prior servicing that the force sensor required replacement. All required service actions were completed during the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced a downstream occlusion error with open line when tested occludes at 3.18 pi and does not restart. There was no known patient injury or medical intervention associated with this event. No additional information is available.